Manufacturer narrative:
(B) (4).

Event description:
As a result of a review of our MDR procedure with FDA it was determined that events in clinical studies should have been reported within a 30-day time frame. We are filing these late reports as directed by the (B) (6) staff. The patient went in for an unscheduled visit five days after replacement of the pump. The pump was reprogrammed and clonidine was added to the morphine. There was a 37.5% volume discrepancy. The patient moved out of state and was lost to follow-up. There was no apparent associated adverse event.